Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that she found a fluid leak following a discontinued treatment. When the patient line became disconnected she found fluid leaking from the patient line. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient was given 1 gram of vancomycin and 18ml of gentamycin prophylactic antibiotic and there are no signs of infection. The patient's catheter was also changed to avoid infection and to comply with the patient's normal scheduled catheter exchange. No adverse event reported at this time.